Event description:
Same case as MDR ID's: 2134265-2013-02644, 2134265-2013-02645. It was reported that during an angioplasty treatment procedure, catheter removal difficulties occurred. The patient presented with in-stent restenosis of two promus element plus stents implanted in the left anterior descending artery in (B)(6) 2012. A 15/3.00 flextome cutting balloon was selected for treatment. Five inflations were performed successfully. After the fifth inflation, the physician had difficulty removing the deflated balloon from the 2.5x12mm promus element plus stent, potentially due to a caught cutting balloon blade. The balloon was eventually released by "yanking" on the device. Upon removal of the flextome catheter it was noted a "haziness" within the treated implanted stent. This could have potentially been the result of a dissection. This was treated with a 3.5x15mm nc quantum apex balloon catheter. The "haziness" disappeared and the procedure was completed. There were no further patient complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found no kinks or damage along the length of the shaft. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a leak was noted. A further microscopic examination of the balloon material observed a pinhole located approximately 3mm distally from the distal edge of the proximal markerband. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID's: 2134265-2013-02644, 2134265-2013-02645. It was reported that during an angioplasty treatment procedure, catheter removal difficulties occurred. The patient presented with in-stent restenosis of two promus element plus stents implanted in the left anterior descending artery in (B)(6) 2012. A 15/3.00 flextome cutting balloon was selected for treatment. Five inflations were performed successfully. After the fifth inflation, the physician had difficulty removing the deflated balloon from the 2.5x12mm promus element plus stent, potentially due to a caught cutting balloon blade. The balloon was eventually released by "yanking" on the device. Upon removal of the flextome catheter it was noted a "haziness" within the treated implanted stent. This could have potentially been the result of a dissection. This was treated with a 3.5x15mm nc quantum apex balloon catheter. The "haziness" disappeared and the procedure was completed. There were no further patient complications and the patient status is fine.

Manufacturer narrative:
(B)(4).